Event description:
Procedure type: lower anterior resection. According to the reporter: the stapler fired successfully. However, during the colonoscopy to check for staple line, it showed that the staple line was incomplete. Only the proximal donut was achieved and not the distal donut. Another anastomosis was performed to correct the problem. There was no bleeding reported in excess of 500cc. The case was extended by more then 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).